Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a patient with claiming bad vision quality post lasik procedure in the right eye due to high amount of cylinder left. Symptoms were continuing.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. Latest preventive maintenance performed on the sixth january two thousand twenty-three system meets specifications as per sir (service installation record). Review of the log file for the day of treatment shows no relevant error messages or warnings. Logfiles show two successfully performed treatments for one patient (os & od) on the reported day of treatment. The treatment for right eye could be identified in the logfile. The user performed energy checks before this patient. All treatments were performed without interruption and the eyetracker was activated during the treatment. No abnormalities or deviations can be detected in the logfiles which can contribute the reported issue. Treatment report, clinical pre and post-op information has been requested but not provided. Without additional information root cause analysis can not be performed. Not enough information was provided to properly complete an investigation. The root cause could not be identified by the investigation. There is no indication of a device malfunction. The manufacturer internal reference number is: (B)(4).